Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for alleged cosmetic damage located at the battery tube(crack) found on [13-mar-2025]. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked end cap, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed at the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage at the case ¿ battery tube side. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and customer was informed that pump would be replaced. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and customer response was the device would be returned.